Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, a6, patient information: unknown, not provided. Section b3, date of event: unknown, not provided. Section d4, catalog number: partial information provided due to the unknown serial number. Section d4, serial number: unknown, not provided. Section d4, expiration date: unknown as the serial number was not provided. Section d4, unique identifier (UDI) number: a partial UDI was provided as the serial number is not available. Section d6a if implanted, give date: it is unknown if the intraocular lens was implanted. Section d6b if explant, give date: there is no indication the intraocular lens was explanted. Section e1: establishment name, address, and zip code: information not provided. Section e1, telephone number: unknown, not provided. Section h4, device manufacture date: unknown as the serial number was not provided. Section h3, device evaluated by manufacturer: the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded johnson and johnson (jnj) intraocular lens (iol) had a fractured haptic during the insertion of the product. No information regarding patient impact or other relevant details were provided. Follow-up was performed but no further details were provided.

Manufacturer narrative:
Additional information: this current report is to provide the following updated information. The customer explained, "viscoelastic is applied to the injector. As the plunger advances, it becomes clear that the lens was stuck to the cartridge and had developed a rupture." The incident date is july 16, 2025. The patient's ethnicity was described as "hispanic". The customer indicated this event is use error. Based on this additional information of use error and as there is no indication of harm to the patient then we are updating the reported event from reportable to not reportable. Therefore, no further information will be provided under manufacturer report number 3012236936-2025-0002326. Section b3, date of event: july 16, 2025. Section h6, device code(s): the code 2983 ¿ mechanical jam. This code is being used to capture stuck in cartridge. Section h6, device code(s): the code 1670 ¿ use of device problem. This code is being used to capture use-error. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data. The previous report should have included the a code to capture the packaging issue. This current report provides the correction below. Section h6, device code(s): 2975-manufacturing, packaging or shipping problem. Additional information. Device evaluation: product testing could not be performed since the product was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation was required. Conclusion: a product deficiency has not been identified; therefore, no additional corrective actions have been initiated. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Correction report: this report was inadvertently submitted, hence this correction is being filed to indicate that the MDR report should not be filed for this product complaint. The product, puresee iol, is not approved in the USA and has no same or similar to a product approved by FDA. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information. The following additional information was received from the customer. The customer also stated, it was attached to the cartridge at the time of opening. The incident is not use error. The cartridge did not contact the patient. The operative eye is the right eye. There was no medical intervention such as incision enlargement, vitrectomy or sutures. The customer plans on returning the product to johnson and johnson. Section a2, age or date of birth: 75 years old. (B)(6) 1950. Section a3a, sex: masculine, section a3b, gender: cisgender man/boy, section a4, patient weight: 102 kilograms, section a5, ethnicity: latin, section a6, race: mestizo. Section b3, date of event: july 15, 2025. Section d4, catalog number: den00vi160, section d4, serial number: (B)(6), section d4, expiration date: oct 29, 2027, section d4, primary unique device identification (UDI) number: (B)(4), section e1, last name: (B)(6), section e1: email address: (B)(6), section e1, telephone number: (B)(6). Entering the telephone number in h11 as the format is different. Section h4, device manufacture date: oct 29, 2024. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.